Event description:
It was reported that the pt's lead moved out of place and the neurostimulator was not helping. The pt's device system was replaced. The lead broke upon removal. No surgical complications were reported. Further info is being requested from the hcp.